Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 1/4 of their automated peritoneal dialysis therapy. Per initial report, a supply line had become disconnected from a supply bag for an unk reason. Baxter's technical service center assisted the home pt in ending therapy. No pt injury or medical intervention was indicated at the time of the inicent per the home pt.